Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address pain with suspected alval reaction. Doi: (B)(6) 2009 - dor: (B)(6) 2010; (left side). Update: 9/21/2012 litigation papers received. There is no new additional information that would affect the investigation. Update: 11/5/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during the primary surgery a reamer dislodged and was left in the patient's femoral canal. Records are available for further review. (B)(4) is a reopen of (B)(4) due to receipt of the following information: update apr 13, 2018: ppf and medical records received. Ppf has no new allegations reported. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and metal hypersensitivity reaction. Revision note stated, there was some scarring in the medial muscle belly of the tensor to the lateral femoral neck. Upon entering the capsule there was a mild amount of thin fluid. The proximal femur revealed to some contained lysis around the proximal femur. There was some soft "cheesy" debris filled within the space of the femur. The neck on the femur was well preserved without any obvious damage. A soft tissue "pseudotumor" was encountered which was consistent with the soft tissue mass identified on MRI. There appeared to be some corrosion in the acetabular liner. Added new associated contact and firm to the complaint. Updated the expiry and manufacture dates of the head and liner product. Doi: (B)(6) 2009 : dor: (B)(6) 2010; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.